Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the perc pin used to affix the reference frame was bumped. They became inaccurate and rather than taking another imaging system spin, they chose to proceed with a c-arm since it was a one level case. Imaging was aborted causing less than an hour delay in the case. No impact on patient outcome.